Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentrations/doses via an implantable pump for spinal pain indications. It was reported by the patient that she tried to use the personal therapy manager (ptm) initially but they could not get it to work at the time. The patient added that her pump was "twisted"- patient stated " it turns". Patient stated "it would not go beyond 80%" and stated "her [healthcare provider] hcp just turned it off". Patient stated she has had problems with the pump and stated " it even stalled" but patient thought that hcp was giving her the wrong refill dates. Patient stated she wanted to try to start using boluses again because she did not like oral medication. Patient stated she was seeing a password screen when she swiped to unlock. See request to repair attached.